Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an ablation procedure the lead was dislodged. Lead was explanted due to length being too short and was replaced with a longer lead.

Manufacturer narrative:
Analysis was normal. No anomaly was found.